Event description:
A malfunction alarm identified as code "malf 12" was reported. There was no reported adverse impact on the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, successfully reset it, and was instructed to monitor for any recurring malfunctions, which did not occur. The customer was advised to continue using the pump.